Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one video was provided and reviewed. The video shows the complete view of introducer needle attached to the liquid filled syringe. Physician was flushing the needle. Leak was noted from the needle hub near the canula while flushing. However, crack/break was not visible in the video. Therefore, the investigation is confirmed for the reported needle leak issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient prepped for an ultrasound-guided dialysis catheter placement procedure using a hemostar hemodialysis catheter. It was reported that prior to the procedure, it was noted that the introducer needle allegedly had a leak. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, videos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided dialysis catheter placement procedure by using hemostar haemodialysis catheter. It was reported that prior to the procedure, it was noted that the introducer needle allegedly had a leak. The procedure was completed using another device. There was no patient contact.